Event description:
Alaris 8100 pump module was programmed as follows at 12:15 pm: heparin drugid=159, rate=10ml/hr, vtbi=60ml, dose=1000unit/h, concentration=100unit/ml, drug amount=25,000units, diluent volume=250ml. At 14:10, nursing staff returned to unit to find 250 mls were delivered.